Event description:
It was reported the device had a cracked case and alarm system failure. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was returned for analysis and has been evaluated. The returned device was chipped at the top case and cracked at the right front bottom corners which confirmed the customer"s reported complaint. Visual and functional tests were performed. There was visible contamination between the cases and by the a/c receptacle. A counterfeit super capacitor was also found on the main printed circuit board (pcb). The event history log review noted a pump motor drive "b" post along with low battery and depleted battery alarm which occurred several times. The errors from the history log were unable to be duplicated. No actions were taken for the primary concern reported; however, the top case and battery were replaced. The root cause of the reported event was due to user interface. Customer impacted the top case and broke it, in addition, the customer did not recharge the battery pack after depleting it, which caused the system alarm.